Event description:
The customer reported that in pre-operative testing, this ablator started to operate on its own. There was no injury or surgical delay resulting from this event, and the surgical procedure was completed successfully.

Manufacturer narrative:
To date, this device has not been received for evaluation. A follow-up report will be sent upon receipt of the device and completion of an evaluation.